Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that two screws on the left side were deviated medially and one screw on the right side was deviated inferiorly during the case. The case was from t10 to l3 and the surgeon started with l1-l3 left, l1-l3 right, t12-t10 left and then t12-t10 right. The placement was of the screws was showing accurate on navigation, but inaccurate when checked with fluoro. The surgeon attempted registration using scan <(>&<)> plan with the patient reference frame, but navigation still did not match with the surgical arm trajectory. A second snapshot was done, but this did not resolve the issue. The surgeon decided to abort the sue of the guidance system and use stealth navigation. There was no patient harm and the procedure was delayed less than an hour.

Event description:
Additional information received from a manufacturer representative reported that the screws were deviated between 3.5 and 10 mm. The cause of the inaccuracy was suspected to be platform stability due to pediatric deformity. During the procedure, there was a surgeon on each side of the patient. The order of screw placement went back forth between the surgeons. A facetectomy was not done before executing any of the trajectories. Bilateral retraction was used during the procedure and the retractors were removed for registration. A schanz screw was the only fixation used for the lower construct. Usually, the surgeon used the screw in addition to a single or dual clamp, but they believed the clamp would be in the way due to the pediatric deformity so they decided not to use it. All screws were able to be placed. There was no patient harm and patient recovery was on track.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis of exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on an r<(>&<)>d workstation. It was found that the chosen platform for this case was a schanz screw in the psis. According to protocol, the entire operated segment in this case is outside the operational range when using a schanz screw in open cases. All reported deviations were confirmed using the imaging system scan which was used for the scan <(>&<)> plan portion of the case. After reviewing all available information, it was found that the entire operated segment was outside the operational range. Using the platform this way can compromise the stability of the system and lead to deviations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.